Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The o2 flow read on the display was 113 lpm, air was approximately 27. Customer reports the o2 inlet pressure was less than 40 psi. The pse advised the customer to maintain o2 inlet pressure above 40 psi to correct the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was failing test 6 of the performance verifications test (pvt) flow accuracy test. There was no patient involvement.